Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to complaint about a product, concerns an elderly male patient of unknown ethnicity. Medical history included type 1 diabetes mellitus and the use of unspecified insulin for type I diabetes mellitus. Concomitant medications were not provided. The patient received insulin glargine injection (basaglar) cartridge, unknown dose, frequency or route of administration, for type I diabetes mellitus, beginning on an unknown date. On an unspecified date, unknown time after beginning insulin glargine via humapen unknown device type (lot unknown), even after feeding properly, the patients glucose reached zero. An ambulance was called in order to rescue the patient. The event of glucose reached zero was considered serious by the company due to medical significant reasons. It was reported that the patient experienced three serious events like this. Information regarding corrective treatments and outcome was not provided. Moreover, it was provided that the device was not fitting in the cartridge (as reported; (B)(4)/lot unknown). It was unknown if insulin glargine therapy was continued. It was unknown who operated the device, if the operator was trained and how long the operator had used the device model or the reported device (lot unknown). The status of the device was unknown. The reporting consumer considered the event related to insulin glargine. This case is cross-referenced with the following cases: (B)(4) (same patient). Update 14nov2018: this case was initially determined to be non-valid (no valid event). Additional information received on 10nov2018 from the initial reporting consumer, which contained a valid event, updated this case to valid. Moreover, upon review, it was determined that case (B)(4) is a follow-up of this case; therefore, it will be deleted from the database. All information from (B)(4) has been captured in this case. Added medical history; added glucose reached zero as serious event. Updated patients age group; insulin glargine formulation, indication for use. Deleted adverse event as non-valid event. Narrative and corresponding fields were updated accordingly. Edit 03dec2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to complaint about a product, concerns an elderly male patient of unknown ethnicity. Medical history included type 1 diabetes mellitus and the use of unspecified insulin for type I diabetes mellitus. Concomitant medications were not provided. The patient received insulin glargine injection (basaglar) cartridge, unknown dose, frequency or route of administration, for type I diabetes mellitus, beginning on an unknown date. On an unspecified date, unknown time after beginning insulin glargine via humapen unknown device type (lot unknown), even after feeding properly, the patients glucose reached zero. An ambulance was called in order to rescue the patient. The event of glucose reached zero was considered serious by the company due to medical significant reasons. It was reported that the patient experienced three serious events like this. Information regarding corrective treatments and outcome was not provided. Moreover, it was provided that the device was not fitting in the cartridge (as reported; pc 4544638/lot unknown). It was unknown if insulin glargine therapy was continued. It was unknown who operated the device, if the operator was trained and how long the operator had used the device model or the reported device (lot unknown). The suspect humapen unknown device type associated with (B)(4). Was not returned to the manufacturer. The reporting consumer considered the event related to insulin glargine. This case is cross-referenced with the following cases: (B)(4). (Same patient). Update 14nov2018: this case was initially determined to be non-valid (no valid event). Additional information received on 10nov2018 from the initial reporting consumer, which contained a valid event, updated this case to valid. Moreover, upon review, it was determined that (B)(4). Is a follow-up of this case; therefore, it will be deleted from the database. All information from (B)(4). Has been captured in this case. Added medical history; added glucose reached zero as serious event. Updated patients age group; insulin glargine formulation, indication for use. Deleted adverse event as non-valid event. Narrative and corresponding fields were updated accordingly. Edit 03dec2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 11dec2018: additional information received on 10dec2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information for the suspect humapen (unknown) device associated with (B)(4). Which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 11dec2018 in the b.5. Field. No further follow-up is planned. Evaluation summary a consumer reported on behalf of a male patient that his insulin cartridges did not fit into his humapen (unspecified device type). He experienced decreased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. Lilly humapen devices are assessed for compatibility with lilly cartridges by rigorous design verification testing during development and after post-launch changes, thus ensuring device functionality, dose accuracy, and cartridge compatibility with high probability. There is no evidence of improper use or storage.